Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no allegation against the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead was attempted and not used. The lead was not replaced. No patient complications have been reported as a result of this event.